Event description:
Unomedical reference number: (B)(4). Event occurred in (B)(6). The patient experienced high blood glucose (200 mg/dl) and herself bolus but did not change the infusion at work. She thought that the pump was giving her insulin but the cannula in her body was bent and she was not getting insulin and blood glucose level was 800 mg/dl and she went into diabetic ketoacidosis. Subsequently, the patient was hospitalized for 20 days and the time of report, her blood glucose level was 175 mg/dl. Unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.